Event description:
It was reported to boston scientific corp that during a therapeutic ureteric stone extraction in 2006, using a stone cone retrieval coil, the basket detached inside the ureter. The physician used a ureteroscope to position the device beyond the stone in the ureter when it got stuck. While applying force to remove the device, the basket detached. Under x-ray, it was found that the radiopaque marker was inside of the ureter. The detached device was removed successfully, the stone was crushed and a stent was placed to complete the procedure. An x-ray at a later date confirmed that there were no remaining pieces left in the body. The pt's condition was reported as "good."

Manufacturer narrative:
This device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate number.